Event description:
Prior to surgery for abdominal aortic aneurysm repair, the device was programmed to voo at 70 ppm. Following the surgery, the device would not communicate. The reporter tried adjusting the gain/receive, with no success. Cautery was not used in the vicinity of the pacemaker. The device was explanted.

Manufacturer narrative:
Analysis summary: the observed "will not communicate" was the result of a malfunction in a resistor, r-28, in the telemetry unit.